Event description:
Trial broke onto the inserter. Trial inserter snapped into the trial.

Manufacturer narrative:
Method: device history review and visual inspection.results: the manufacturing files were reviewed and no issues were discovered. Visual inspection confirmed trial remover to have a fractured tip. The fractured part of the tip can be seen stuck in the concomitant product.conclusion: a plausible root cause is normal wear. According to the IFU, instruments which have experienced extensive use or extensive force are more susceptible to fracture.

Event description:
Trial broke onto the inserter. Trial inserter snapped into the trial.